Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet following a supply change and meal announcement, with a blood glucose of 311 mg/dl trending upward before later trending downward; the user confirmed priming the steel cannula infusion set with 23-inch tubing and reported typical meals with acknowledgment that additional carbohydrate announcement was likely needed. Symptoms included elevated blood glucose without other reported clinical effects. Outcomes included self-management with monitoring and no alarms, no alerts, and no medical intervention or hospitalization. Investigation included on-call troubleshooting and education, including confirmation of proper tubing fill, infusion set use, and guidance on appropriate meal announcement. Investigation of this case revealed no device alarms, no device malfunction reported, and a probable user-related under-announcement of carbohydrates associated with a recent set change, with blood glucose subsequently trending down. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.